Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a pancreatic procedure, on the 4th reload, the device was closed down the pancreas but it could not fire. A loud crack sound was also heard and the stapler would not open. The surgeon was able to press the green button, but was not able to fully squeeze the handle. The device was stuck in the closed position on pancreas and while a new device was in use, the stuck device popped open and was removed from the abdomen. There was no patient injury.